Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported event of tracking difficulty has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the valve became lodged intrarenal due to calcification and could not be advanced or retracted. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The reported event of withdrawal difficulties has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) likely contributed to the event as it was reported that "attempts to retract the valve into the esheath were unsuccessful due to vessel tortuosity, which would not allow the valve to line up with the sheath to capture. A lunderquist wire was deployed via radial access to straighten the anatomy and facilitate valve advancement, but this maneuver also failed. Ultimately, the valve was deployed in the distal aorta below the renal arteries." In this case, patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system, potentially leading to non-coaxial withdrawal, causing the thv to interact with the sheath. This can result in withdrawal difficulty as reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure utilizing a 23mm sapien 3 ultra resilia valve via transfemoral approach, the valve became lodged infrarenally due to calcification and could not be advanced or retracted. Peripheral balloons (6mm and 8mm) were deployed via radial access to dilate around the sapien 3 valve, followed by the use of an 8mm lithotripsy balloon. A 2cc volume was introduced into the distal balloon of the commander delivery system in an attempt to act as a bumper; however, the valve remained stuck infrarenally. Attempts to retract the valve into the esheath were unsuccessful due to vessel tortuosity, which would not allow the valve to line up with the sheath to capture. A lunderquist wire was deployed via radial access to straighten the anatomy and facilitate valve advancement, but this maneuver also failed. Ultimately, the valve was deployed in the distal aorta below the renal arteries. An apparent aortic rupture occurred. A tamponade balloon was inflated superior to the sapien 3 valve and the rupture site. A vbx stent was deployed across the sapien 3 valve in the distal aorta and extended into the bilateral iliac arteries. Despite these efforts, bleeding persisted. Vascular surgery was consulted for abdominal evacuation and aortic repair. Follow up received from the fcs indicated that the injury was at the distal aorta and the physician chose to stent bilateral iliacs arteries as well. Once the valve was deployed in the aorta, the commander and sheath came out without issue. The perceived root cause was due to calcium and narrow diameter of the distal aorta which was about 10mm and severely calcified. The patient was converted to open vascular surgery and everything from the cath table was discarded. The patient's family withdrew care the next day.